Event description:
It was reported that during an atrial fibrillation (afib) procedure, when the cs catheter was seated there was the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise. The catheter was replaced and the issue resolved without any patient consequence.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01: serial # 11976. Lasso w/ auto ID: model# d-1220-79-s, lot# unknown. Lasso w/ auto ID: model# d-1220-79-s, lot# 15817794l. Lasso: model# d-1220-73-s, lot#15361444l. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, when the cs catheter was seated there was the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise. The catheter was replaced and the issue resolved without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) could not be reviewed due to lot number was not provided by the customer. The customer complaint cannot be confirmed.